Event description:
The customer contact reported a delay in critical therapy following an alarm condition. The unspecified tubing set was to be used to deliver an unspecified concentration of levophed, at a rate of 10mcg/min, via a plum pump. The customer contact indicated that during priming, the flow of solution was reported as slow. After the tubing set was primed, the option-lok male adapter was connected to the patient's peripherally inserted central catheter (PICC). It was reported that the cassette was loaded into the pump and after the livery started, the pump alarmed for distal occlusion. The customer contact indicated the nurse attempted to initiate the delivery using 2 replacement pumps; however, the 2 pumps also alarmed for distal occlusion. It was reported that the device was then replaced and the therapy was initiated. At an unspecified time after the delivery was started, it was reported that the patient went into a full code. It was reported that during the code, the patient awakened and reportedly responded; however, after approximately 25 minutes, the family members requested that the resuscitation be discontinued and the patient expired. The customer contact reported the family did not request an autopsy. The customer contact stated that the death was related to the patient's medical history. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.